Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of urgent care was 312 mg/dl. The customer was admitted to the hospital. Customer was nausea for a couple of days. The customer cause of urgent care visit was diabetic ketoacidosis. The customer was there for 24 hours, was put on an IV and insulin drip. The customer was wearing the pump at the time of visit. Customer declined to troubleshoot due to his infection.